Event description:
Caller states customer was unresponsive after obtaining higher then normal results on the advantage system. Customer's test strips were expired. Paramedics were called, and customer tested in the 40's (mg/dl) on professional meter. Customer was treated with orange juice and an IV (contents unknown). Customer then tested 391 mg/dl on the advantage system the same time she tested in the 50's (mg/dl) on professional meter. Customer's low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.